Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and knee surgery. The blood glucose level was 462 mg/dl at the time of incident. The customer was treated with manual shots for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The reservoir looked cloudy. Customer reported bolus wizard is programmed inaccurately. Customer was also at the hospital due to her knee surgery customer does not alleged insulin pump was under delivering. Insulin pump alarmed hardware low level failures while doing the self test. Customer was able to clear the alarm. Customer is able to complete pump rewind. The devices will not be return for analysis.